Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure micro-insert breakage") in a (B)(6) female patient who had essure (batch no. He01301) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("essure micro-insert breakage/ the gold band on the release catheter came apart during the procedure so he removed the catheter with the insert") in a 26-year-old female patient who had essure (batch no: he01301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: hcp confirmed everything was removed and patient was ok. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure micro-insert breakage") in a (B)(6) year-old female patient who had essure (batch no. He01301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jan-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure micro-insert breakage/ the gold band on the release catheter came apart during the procedure so he removed the catheter with the insert") in a (B)(6) year-old female patient who had essure (batch no. He01301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: hcp confirmed everything was removed and patient was ok. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jan-2018: event: the gold band onthe release catheter came apart during the procedure so he removed the catheter with the insert was clubbed with event device breakage. Outcome of the event was changed to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.